Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that a patient's pump was replaced due to underinfusion volume discrepancies. The patient had complained of a lack of pain relief. For the first underinfusion volume discrepancy that was observed, the expected volume was 1.3ml and the actual aspirated volume was 8.1ml. Approximately a month later, the patient's pump was found to be hypermobile. The physician performed a pocket revision surgery to resuture the pump to the pocket. A month and a half later, the patient complained of a lack of pain relief again, and another underinfusion volume discrepancy was observed. The expected volume was 3.2ml and the actual aspirated volume was 18.8ml. A dye study was performed the next day which confirmed that the catheter was patent. The patient's pump was later replaced.